Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The ra lead exhibited noise during an implant procedure. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Laboratory analysis was unable to confirm the field allegations. Electrical allegations were not confirmed, the lead resistances measured were normal.